Event description:
Customer reported that a patient presented with an infection two weeks following lumbar decompression. An incision and drainage was performed. The patient was prescribed antibiotics.

Manufacturer narrative:
D1-the actual device associated with this event is not known. The customer reports the following possible products: coated vicryl (polyglactin 910) suture, monocryl (polyglecaprone 25) suture. H-6: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submittted accordingly.